Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported phenomenon was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: software version 4.0 and nbi (narrow band imaging) activation is up to date. Based on the results of the investigation, the reported phenomenon is likely due to a faulty printed circuit board. In addition, there was no image due to a faulty power supply. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center image turns green after heating up. The event occurred during preparation for use, prior to a therapeutic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.